Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information: the patient reported that the alleged issue with the subject meter began on an unspecified day at the beginning of (B)(6) 2011. She obtained a result of approximately "200 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings. The patient stated that she manages her diabetes with novolog (sliding scale) and due to the alleged issue she continued her usual management and "immediately" received a bolus amount of insulin. She could not recall the exact value obtained on the subject meter or the total amount of insulin administered to correct it. The patient claimed about "30 minutes later" after the alleged issue started, she felt "shaky, dizzy, could not talk and was vomiting." In response to her symptoms, the patient informed this mss that her husband immediately took her to the emergency room (ER). On route to the hospital, she reportedly tested with the subject meter again, and obtained a glucose result she considered normal, but could not remember the exact value. The patient's glucose was allegedly tested with an ER meter and they obtained a result of "49 mg/dl", which was also "immediately" treated with IV glucose. She reported that she was kept overnight for monitoring and discharged the next day. She stated that after that event occurred, her husband discarded the meter. The patient stated that this issue may have been occurring even sooner than (B)(6) because they have been thru several of these instances. There was no call made to lfs customer service, and this issue was reported via email. No troubleshooting done. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.